Event description:
The facility reported an infusion pump that will not turn on with ac or dc power. The event was reported to have occurred prior to patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of will not turn on with ac or dc power was confirmed. Inspection of the device found that the pump's event history contained failure code 570 which indicated that the batteries were discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Additional ref: 6000001-12/13/05-019-c